Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion l5-s1 using rhbmp-2/acs to correct degenerative disc disease. Approximately 7 months post-op, the patient presented with pain and limitations related to his back. Allegedly, MRI and CT scan identified ectopic bone, bone overgrowth, osteophyte formation compressing the nerves at l5-s1. Reportedly, the patient developed "ectopic" or "exuberant" bone growth onto or around the spinal cord, resulting in nerve compression and pain and weakness in the legs and back. The patient reportedly required a revision surgery 782 days post-op for the bone growth, and will require additional revision surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.